Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, two high out of range pacing impedance measurements were noted on the device and competitor right ventricular (rv) lead. All measurements and testing during the follow-up were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was later received that there were more frequent out of range pacing impedance measurements and documented noise on the right ventricular channel. A chest x-ray was performed and no fracture was evident. The patient will continue routine follow-ups and a rv lead revision could be scheduled in the future. No adverse patient effects were reported.